Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6. The following sections were corrected: d6a; h6 component code. Review of the reported event by a health care professional found that bursitis developed postoperatively and required medical intervention for treatment. Bursitis is the inflammation or irritation of the bursae, typically caused by repetitive motion, overuse, and pressure. It is a common condition affecting joints and can last for varying durations. Symptoms include pain, tenderness, swelling, stiffness, decreased movement, and redness around the affected joint. Conservative treatment includes otc pain relievers, anti-inflammatories, rest, ice, elevation, and pressure wraps. If these fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. Exostosis is benign bony outgrowth that projects outwards from the surface of a bone as result of chronic irrigation, pressure, or injury. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: suggested component code: mechanical (g04) ¿ stem the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip exploratory procedure due to unspecified symptoms. During the procedure, there was bursitis, exostosis, and macroscopic fibrous tissue at previous gt fracture non-union site. A small amount of distal exostosis was removed to all competitor orif cables and plate to be removed. Main hip components remained implanted. Attempts have been made and no further information has been provided.